Manufacturer narrative:
As reported, the broken suture hook is not expected for evaluation, as this device was discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the alleged problem was unable to be determined. This device was manufactured on 27-apr-2012. This suture hook was over 3 years old when the reported breakage occurred. This is a limited reuse device. There were no discrepancies noted during the manufacturing process that could have caused or contributed to the reported breakage. There have been no other similar complaints received for this item and lot number combination. A two-year review of complaints shows there have been 3 similar complaints for this item. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. There has been no patient long term adverse effect reported related to this device failure mode. To reduce the risk of tip breakage and possible injury to the patient, the instructions for use (IFU) provides the following warnings and precautions: warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Precautions: do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Device discarded by user facility.

Event description:
The customer reported that during use of this spectrum ii suture hook 45 degree right, the tip of the suture hook broke off in the patient's shoulder. As reported, the tip was located and retrieved with no patient impact. The procedure was completed using a disposable suture hook. There was no patient injury or surgical delay. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.